Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was difficult to open and required manual pulling, and that visible wiring was present. As per part investigation, it was found that the drawer has migrating bearing retainers. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative and imdrf annex code a, g. Correction: section b describe event or problem . Section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of the drawer malfunction was confirmed by fse. According to work order (B)(6), the field service engineer (fse) replaced drawer 4 and had customer inventory from drawers. Laboratory inspection confirmed that the received drawer did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. Laboratory testing found that the drawer has migrating bearing retainers. No further testing is necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported worn drawer was identified and attributed to migrating bearing retainers.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was malfunctioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was malfunctioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced drawer 4 and had the customer inventory from the drawers. The system functioned as intended after the field service engineer repaired the device.